Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer not detected on bus. The customer resolved the issue and there was no additional information available regarding the resolution. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system auxillary 6.2 not detected on bus. Customer stated that there was a delays to patient care workflow and no patient harm reported. There were no adverse events or injuries reported based on this event.